Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e1(event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(event site name), medical device ¿ problem code. Additional information: due to character limit in e1 (event site name: (B)(6) medical ctr). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue and found that the reel, ac power cord, domestic, tdk lambd was worn out as well. After looking at the fault logs, the fse found a fault code 60 which points to a power management board failure. The fse replaced the pcba, cardiosave rohs power management and reel, ac power cord, domestic, tdk lambd. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use cardiosave intra-aortic balloon pump (iabp) not holding battery charge. There was no patient involvement.